Manufacturer narrative:
The getinge field service engineer (fse) replaced the hospital cart (0997-00-1179). The fse completed a preventive maintenance (pm) with calibration, full functional and safety tests per the service manual. The service report indicated that the iabp was safe to operate. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) hospital cart had a crack on the lower corners of the main frame chassis. There was no patient involvement.